Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch (lss) with loss of capture (loc) in bipolar configuration. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 281 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue damage. Analysis concluded that the reported clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch (lss) with loss of capture (loc) in bipolar configuration. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.